Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased high voltage lead impedance measurements were observed on the rv lead. Device remains implanted. No further information.